Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 800 mcg/ml compounded baclofen at 394 mcg/day and 0.5 mg/ml bupivacaine at 0.24652 mg/day. Indications for use were listed as spinal cord injury, neurologic bladder, and severe spasticity. It was reported that the patient was seen by a provider in a rural community on (B)(6) 2021 for possible baclofen overdose versus un derdose. Patient symptoms were altered mental status, rebound spasticity, and rigidity. Patient was flown to anchorage on (B)(6) 2021 for further evaluation. It was determined that the patient was underdosed with baclofen based on symptoms. CT scan of patient show ed granuloma formation in t8/t9 area of spine which is where the tip of the catheter was located. Physician attempted aspiration of catheter from catheter access port (cap), but was not successful during revision surgery on (B)(6) 2021. Checked catheter for kinks in pump pocket and confirmed sutureless pump connector was placed securely to pump. It was determined that the reason for the interruption in therapy was related to the granuloma formation at the catheter tip, the catheter did not appear to have damage. A new 8780 catheter was placed. New catheter tip is located at t7/t8 disc space. Csf flow was confirmed during each step of implant process. Removed old 8780 catheter from intrathecal space. Noted during surgery there is partial remaining 8709sc catheter abandoned in right flank area. The issue was resolved at the time of the report. The catheter revision surgery was completed at 11pm on (B)(6) 2021. The physician adjusted the dose of baclofen to 200 mcg/day with a one time 50 mcg bolus. Physician reports will titrate drug as appropriate. Patient was sent to ICU following surgery.